Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a check for a patient with an subcutaneous implantable cardioverter defibrillator (s-ICD) , field representative reported there is 10% left on the battery and wanted to know how much time that is. Boston scientific technical services (ts) gave an estimated time and also discussed that the device could be experiencing premature battery depletion (pbd). It was also reported that the device displayed a battery depletion fault code and beeping tones as expected. Boston scientific technical services (ts) performed an analysis and noted that consumption was increasing gradually. A device replacement was recommended. The device was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a check for a patient with an subcutaneous implantable cardioverter defibrillator (s-ICD) , field representative reported there is 10% left on the battery and wanted to know how much time that is. Boston scientific technical services (ts) gave an estimated time and also discussed that the device could be experiencing premature battery depletion (pbd). It was also reported that the device displayed a battery depletion fault code. Boston scientific technical services (ts) performed an analysis and noted that consumption was increasing gradually. A device replacement was recommended. The device remains in service. No adverse patient effects were reported.